Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stating that the device "tip is damaged." It is known that the device was not being used during surgery. It is unk if patient or user injury or medical intervention occurred. There was no additional info provided.